Event description:
The user facility reported a 79-year-old male undergoing cardiac surgery was implanted with an impella 5.5 device for mechanical circulatory support. The complainant reported a failure to deliver the impella device due to patient's calcified vasculature. Insertion was aborted due to potential damaged endured to the device. A new impella was used without further issues.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The device was not returned for evaluation. However, clinical details stated that the patient had calcification of the axillary artery. Therefore, the root cause of the delivery issue was determined to be patient condition.